Event description:
The consumer alleges when he charges his chair, he can smell a burning scent. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. The model and serial number were not provided by the consumer. The age and manufacturer of the device is unknown. Invacare provides user manuals for all of their power chairs. Users are provided instructions on charging the batteries. It is unknown if the consumer is following the battery charging instructions provided with their user manual. Since the exact model is unknown model tdxsp user manual part number 1143190 rev k (mar-11) will be used for this documentation: it is unknown if the consumer has fully read and understands their user manual. The following information is provided on page 11: " warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the consumer properly follows the instructions for charging the brakes. On page 55 the following warning is provided: "warning - never attempt to recharge the batteries by attaching cables directly to the battery terminals or clamps. Always use the recharging plug located on the front of the joystick. Do not sit in the wheelchair while charging the batteries. Do not attempt to recharge the batteries and operate the power wheelchair at the same time. During use and charging, unsealed batteries will vent hydrogen gas which is explosive in the right concentration with air. The age of the battery is unknown. On page 55 the following caution is provided: "caution - always charge new batteries before initial use or battery life will be reduced." The condition of the battery charger is unknown. On page 57 there is a description and use of battery chargers: "the charger automatically reduces the charge from an initially high rate to a zero reading at a fully charged condition. If left unattended, the charger should automatically shut-off when full charge is obtained or enter a trickle charge mode to maintain the batteries depending on charger model. There are some basic concepts which will help you understand this automatic process. They are: once the charger has been connected to the wheelchair and wall outlet and, if necessary, the charger has been turned on, the battery charger indicator lights will flash and light to show the battery charger status and condition of batteries to be charged. Refer to owner's manual shipped with battery charger." The consumer did not state that the breaker tripped. On page 57 the following warning is provided: "warning - never leave the charger unattended when the breaker has tripped. A fault condition exists. Unplug and discontinue using immediately. Contact an invacare dealer." Invacare provides the consumer with battery charging instructions. It is unknown if the consumer follows the proper procedure. On page 58 the instructions are found: "attach the battery charger connector to the charger port on the joystick. Plug the charger's ac power cord, or extension, into the grounded 120 vac wall outlet. Wait until charging is complete. Allow eight hours for normal charging. Larger batteries (greater than 55 ampere-hours) or severely discharged batteries may require up to sixteen hours to be properly charged and equalized. It is advantageous to recharge frequently rather than only when necessary. In fact, a battery's life is extended if the charge level is maintained well above a low condition. If the batteries need to be charged more often or take longer to charge than normal, they may need to be replaced. Contact an invacare dealer for service."